Event description:
It was reported that the customer was hospitalized with high blood glucose levels and high blood pressure. The customer did not know whether the cause of the hospitalization was the blood glucose or high blood pressure or both. The blood glucose reading was about or less than 450 mg/dl. The customer stated that she had issues related to the insulin pump. She reported that she went to see her diabetic specialist, who had her change the reservoir and infusion set out, and she stated that everything was fine thereafter. However, later in the night she reported seeing air bubbles in the device and would wake up with high blood glucose. She felt that the issue was related to the insulin pump and not the reservoir. She stated that she was not receiving the correct amount of insulin. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.